Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1459. It was reported the pt is experiencing pain at her lead incision site. She is implanted with occipital (off label) leads. The site was very sore to the touch, red, swollen, and causing much discomfort. Assessment by her physician determined her neck incision was infected. F/u is pending with her neurosurgeon.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.